Manufacturer narrative:
The sample is available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
On (B)(6) 2017, it was reported at 1:50 am a patient was intubated in the emergency room (ER) by the ER physician, then ventilated and transferred to the intensive care unit (ICU). A leak test was performed on the cuff prior to insertion. Additional information was received the same day and stated, the ventilator began to alarm began and the staff discovered a leak in the cuff. The patient¿s vital signs were stable and no injury occurred. The patient was reintubated and it was noted that 18-20 cc of air was initially used to fill the cuff. No additional information was provided.

Manufacturer narrative:
The sample was returned for evaluation. One used sample was received and evaluated. There was no packaging received. The product did not contain a lot number identification. The cuff was inflated with air using a 6ml syringe. Initial inflation was observed. Within a few seconds, it was observed that the cuff began to deflate. The inflated cuff was submerged in water. No leakage was observed from the cuff, although cuff deflation was observed. This incident for leaking was not confirmed. The inflation line was submerged in water. Air was infused into the inflation line. Leakage (bubbles) occurred from the submerge inflation line.the inflation line was examined under magnification. There was visible damage to the inflation line, at 4cm from connection point of the inflation line to the et tube. There are what appear to be teeth marks on the inflation line. There was no definitive root cause determined. All information reasonably known as of 05apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).